Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, this device was cannulated into the pancreatic duct. While observing the site, it was noticed that the working channel sleeve of the spyscope ds protruded. The working channel was retracted once by pulling and pushing the guidewire and releasing the angle of the spyscope but the working channel sleeve was still protruding. The physician decided to stop further manipulation. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded, confirming the complaint. Maximum protrusion was noted when the small knob was articulated in the counterclockwise direction. A functional assessment was performed. A guidewire was frontloaded and backloaded; no resistance was felt when advancing the accessory in either direction. Another guidewire of a different size was backloaded through the distal end of the device. Resistance was observed in the breakout mold inside of the handle. The handle was opened and the breakout examined. It is likely that the two halves of the breakout were not properly aligned during the welding process, creating a small ridge that the guidewire is catching on. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, this device was cannulated into the pancreatic duct. While observing the site, it was noticed that the working channel sleeve of the spyscope ds protruded. The working channel was retracted once by pulling and pushing the guidewire and releasing the angle of the spyscope but the working channel sleeve was still protruding. The physician decided to stop further manipulation. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.